Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: one photo displaying the top view of a safetyglide blister pack from batch 9150892 (B)(4) was received and evaluated. Physical unused samples from the same batch are necessary for a more thorough evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: the reported defect could not be confirmed based on the photo received. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "it was reported that needles are not drawing up the medication easily. In addition, the staff has reported that on two occasions that they have met resistance when trying to administer the medication to a patient, causing the staff to administer a new vaccine to patient."